Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the caller was instructed to perform several steps, including disconnecting and securing tubing, delivering boluses, and replacing pump supplies as needed. Bolus delivery was successfully completed, and the customer resumed normal insulin therapy.